Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In sep 2024, the patient's physician reported that the patient had "florid ulcer in the duodenum pars descendes, minor side, deep, regularly bordered, max. Diameter approx. 40 mm - the inner catheter is stuck to the inner wall of the ulcer." The patient was started on a high does proton pump inhibitor. It was not reported if the intestinal tube was removed, or if there were any additional interventions as a result of the findings.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Intestinal ulcertion and perforation are a known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.